Event description:
After a sterotactic procedure, the mammomarker was deployed into the biopsy site in 2004. The pt returned to the facility for follow-up. The pt was complaining of "irritation," and the facility performed follow-up untrasound and mammogram, but nothing was found. The pt reported that their obgyn removed the "plastic applicator tip" from the pt's breast.